Manufacturer narrative:
The coping has not been returned from the customer. The fracture could not be verified. The device history record review indicated no indication of any manufacturing deviations that would contribute to this event. Through the investigation of this complaint, a definitive root cause could not be determined. There were no manufacturing deviations which may have contributed to the reported fracture.

Event description:
The dentist reported that this zirconia coping that was placed in (B)(6) 2014 had fractured in the patient's mouth.